Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in had foreign matter. The following information was provided by the initial reporter: ¿IV needle covered with black debris and bent. Came out of package this way."